Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial # (B)(6); product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported 'it's never worked from the beginning. It doesn't hook up, it just circles, and it takes forever to connect. It's ridiculous. I've never been happy with it since I got my pain pump almost a year ago. ' patient stated they had been miserable with it and they hate it. Patient mentioned they reported the issue to the doctor 'almost for a year' and the doctor told the patient to call medtronic. Patient stated the representative (rep), was on vacation when they spoke with him about the issue 'about 2 weeks ago '. During the call, agent reviewed how to clear data. Patient was able to connect to the pump and declined to deliver a bolus. Patient claims they tap the white square twice to close the app before powering off the handset. Patient continued to claim that it takes "forever" to connect to the pump. Agent tried to advise the patient how to identify the orientation of the pump for communicator pl acement guidance but patient was extremely combative. Patient was unable to describe or identify the shape of the pump. Patient commented that there were "a bunch of funny edges" to the pump. However, patient claims the healthcare provider had no issue connecting to the pump. Agent recommended patient follow up with hcp/company rep for in person troubleshooting.